Manufacturer narrative:
The device was not returned for analysis. Corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the lot number was not reported, and the device was not returned. Based on the case information and related record review, a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. The subsequent treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device. The additional device referenced in b5 is filed under a separate medwatch report number. D4- a partial UDI was provided as the lot number is not known.

Event description:
It was reported that this was an arteriotomy closure of a right common femoral artery using the pre-close technique via a 6f sheath hole prior to an interventional heart pump procedure. Reportedly, a cuff miss [suture retrieval issue] occurred with the first proglide device. The device was removed and replaced with a new proglide device, and the suture was successfully pre-placed. The sheath was upsized to a 14f sheath, and the heart pump was placed. Knowing that the heart pump would be removed, the access site was intentionally left opened. About 10 days later, the heart pump was removed. The knot of the pre-placed suture was successfully advanced to the vessel wall and tightened. It was then observed there was no pulse in the foot. A cutdown surgery was performed and a separated footplate with a link separation, from the first proglide device, was seen caught under the suture loop causing the occlusion. The separated foot and suture were removed and blood flow was restored. Hemostasis was achieved via manual suturing. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.